Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the needle has broken at its end during their use. They finish the case using clips. There was an unspecified delay. No patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Manufacturer narrative:
It was reported that the needle has broken at its end during their use. They finish the case using clips. Two single needles from product 72203793 truepass suture passer 5 pack of needles, were returned. There were two related complaints opened. The needles were evaluated together as there is no identification on the returned carton pouches or needles. Both needles were tested in a truepass suture passer device. There was no fault observed. Both needles passed through the passer and both picked up suture as intended. No root cause related to the manufacturing of this device was confirmed.